Event description:
It was reported that a pocket revision procedure was scheduled for this pacemaker due to pulling. A revision procedure was successfully completed, and the pacemaker remains in service. No additional adverse patient effects were reported.